Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed red and itchy skin on the scapula. The patient applied lotion and a nurse applied a bandage. Follow-up indicated that the patient's husband was applying (B)(6) and that the irritation was gone.